Event description:
It was reported that patient had tkr on (B)(6) 2018, and has been taking norco due to swelling and pain. He had an aspiration performed and the results were negative for infection or crystals.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, there have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.